Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the healthcare professional (hcp) clinic on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels reached 328 mg/dl while wearing the pod on the arm longer than 48 hours. Reported symptoms included headache. The patient did not state if the hcp diagnosed them with an infection, just that they had an infection. The patient also did not provide any treatment details from the hcp.